Event description:
During the internal carotid artery (ica) aneurysm stent assisted coil embolization, the patient suffered a thrombus formation (location unknown) and a vascular spasm. No further information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the coil had several kinks and stretched out of shape. The physician believes that the patient's complications of thrombus and vasospasm were due to extensive manipulation and movement of the coil during the procedure. Thrombus and vasospasm are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
During the internal carotid artery (ica) aneurysm stent assisted coil embolization, the patient suffered a thrombus formation (location unknown) and a vascular spasm. No further information was provided.